Manufacturer narrative:
Article citation: ladani, s., valassiadou, k., griffin, y., & miall, f. (2016). Use of18f-fludeoxyglucose positron emission tomography-CT in the management of breast implant-associated anaplastic large cell lymphoma. Bjr. Case reports, 2 (3), 20150424. Doi:10.1259/bjrcr.20150424. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Through journal article 'use of (18)f-fludeoxyglucose positron emission tomography-CT in the management of breast implant-associated anaplastic large cell lymphoma' the following was reported: "the patient developed pruritus over the right reconstructed breast and within 3 weeks re-presented with a very enlarged right breast.... A new large seroma... The diagnosis of bia-alcl was established." Device has been explanted. The manufacturer of the device is unknown.